Manufacturer narrative:
Correction: h.6. Medical device problem code: 2976 material deformation. Additional information: additional clarifying information was received which indicated that there was no size different than expected malfunction. It was reported that for an anterior cerebral artery aneurysm, during the surgical procedure, the irregular-shaped aneurysm measured approximately 3.8 mm. After the microcatheter was positioned at the target site, a 4×8 mm coil was first implanted. However, when attempting to implant a subsequent 3×6 mm coil, the coil was found to be inconsistent with the model specified on its packaging, it was larger. The surgeon could see with the naked eye that found the diameter of the coil was larger than the size marked on the packaging. The larger diameter of the coil means that the coil was loose (losing shape), so the diameter of reported coil that looked more larger than the diameter of the coil that was normally used before. The coil was fully withdrawn, and a new coil of the same model (3×6 mm) was used instead, which was successfully detached via the same microcatheter. Investigation: the investigation of the returned coil system found the implant coil kinked and stretched from the proximal to the distal section, and the proximal connector broken. The implant loop outer diameter measured within specification; however, this investigation could not measure the implant length due to the stretched condition to further assess the alleged implant coil forming issue, and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken proximal connector, but the damage is consistent with the device experiencing forces exceeding the pusher's tensile strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. Based on our investigation findings and clarifying information received from the reporter, there was no (1583), inadequacy of device shape and/or size. The implant outer diameter measured within the dimensional specification. The reporter clarified the device lost its shape. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h.11.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that for an anterior cerebral artery aneurysm, during the surgical procedure, the irregular-shaped aneurysm measured approximately 3.8 mm. After the microcatheter was positioned at the target site, a 4×8 mm coil was first implanted. However, when attempting to implant a subsequent 3×6 mm coil, the coil was found to be inconsistent with the model specified on its packaging¿it was larger. The mismatched coil was fully withdrawn, and a new coil of the same model (3×6 mm) was used instead, which was successfully detached via the same microcatheter. Thereafter, three additional coils (2×4 mm, 1.5×2 mm, and 1×2 mm) were implanted sequentially. A total of 5 coils were used. Post-procedural angiography showed satisfactory results, and the surgery was completed. The patient outcome was reported as fine.